Manufacturer narrative:
(B)(4). Premature sled movement.

Event description:
It was reported that during a cardiac procedure (the specific procedure is unknown), the device was locked closed and would not fire. It is unknown if the device was stuck on tissue. It is unknown if there was any tissue damage. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.